Manufacturer narrative:
The customer¿s report that the front case of the pc unit needed to be replaced due to the keypad being unresponsive was confirmed on the returned keypads. The proximate cause of the customer¿s report that the front case of the pc unit needed to be replaced due to the keypad being unresponsive is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15592697 service history record showed the device had a manufacture date of 06/06/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/03/2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only keypads were received for investigation

Event description:
It was reported that the front case of the pc unit needed to be replaced due to the keypad being unresponsive. There were no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the front case of the pc unit needed to be replaced due to the keypad being unresponsive. There were no patient involvement.